Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first report of two reports concerning the same pt/surgery. This report concerns the first hollywood nm implant, 11mmx27mmx8mm, lordotic (product ID 34-5108). It was reported 'the first cage shattered upon insertion, the second cage fell off the inserter could not put it back on the inserter, had to drill and cut out the disc space replaced it with pacifica cage.' On (B)(6) 2014 additional information was received: the customer reported during a l5-s1 transforaminal lumbar interbody fusion (tlif), the first cage shattered upon insertion when the surgeon 'malleted' it into place. It was removed and the surgeon attempted to but in the second cage which fell off the inserter; the surgeon could not put it back on the inserter. It got stuck in the disc space. The surgeon drilled and cut out the (second) device in the disc space and replaced it with a pacifica cage. Surgery was delayed 1 hour due to these issues.